Manufacturer narrative:
Model number / catalog number: sc-2408-56, serial number: (B)(4), batch / lot number: 20034618, model / catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a non device related surgery, the patient was experiencing inadequate stimulation due to lead migration. It was also noted that there were high impedances. The patient underwent a revision procedure wherein the left lead was replaced. The patient was doing well postoperatively.